Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and connector pins were observed to be bent. Complaint of intermittent short in the cord was not confirmed. Footswitch failed functional testing with ¿footswitch error¿ immediately when footswitch connector is partially inserted into port. Cause of partial insertion is all connector pins were bent. It appears that the connector was inserted into the port and then twisted to the right. No intermittent short was found in cord. Footswitch passed all functional testing after connector pins were straightened out. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device had a possible short in cable intermittent function. No patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the certificate of compliance shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.